Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® implant 5 x 11.5mm (oss511) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant collar, and the device is noted to be fractured at the middle threads. The product is too badly damaged to be accurately measured. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 689814. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (689814) for similar cause and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported fracture event was confirmed. The medical events could not be verified with the information provided. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Date of birth: unknown. Weight: unknown. Email address: unknown.

Event description:
It was reported that the implant was removed due to fractured implant with bone loss, inflammation, and pain. Tooth location 36.